Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record could not be performed as the lot number was not provided. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There was no reported device malfunction. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, the patient presented with acute myocardial infarction. The patient underwent coronary angiography, which noted moderate proximal disease followed by mid vessel occlusion of 100% in the left anterior descending (lad) artery. The lad was treated with successful placement of a 3.0 x 28 mm xience sierra stent in the mid lad and a 3.5 x 38 mm xience sierra stent at the proximal lesion and overlapping the first. Post dilatation was performed at the 3.0 x 28 mm xience sierra stent, using a 4.0 x 8 mm nc trek dilatation catheter. A perforation occurred, which was treated with balloon tamponade and reversal of anti-coagulation. The perforation persisted and was treated with implantation of a 3.5 x 16 mm graftmaster stent. Post dilatation was performed and final angiogram noted that the perforation was sealed. No additional information was provided.